Manufacturer narrative:
Hold for dn 11/2the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly and customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 106-146 mg/dl.